Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead was exhibiting noise. No intervention have been taken. The patient was in stable condition.

Event description:
New information notes that the patient's right ventricular lead was oversensing, and that it was explanted and replaced on (B)(6) 2022

Event description:
New information notes that the patient was stable throughout the procedure.

Manufacturer narrative:
Correction: the supplemental report submitted on (B)(6) 2022 did not specify that the patient was in stable condition throughout their procedure in section b5.